Manufacturer narrative:
The investigation confirmed that a discordant patient report was obtained when compared to the information displayed at the lis (laboratory information system). Assay results were generated for the sample ID (sid) when the assays were not ordered and were associated with the incorrect patient name. The root cause of the event was determined to be user error due to improper use of sid numbers. The vitros 5600 system in use during the event was operating as intended. The customer was reusing sid numbers without ensuring that the previous program associated with the sid was processed to completion or deleted prior to reuse. The tsc reviewed information from vdocs, reference guide, sample programming, reusing sample ids. This user documentation describes how to properly manage sid numbers that were previously used and not processed to completion or deleted. The tsc determined that the customer was not using the auto delete feature in the vitros 5600 system software. The tsc assisted the customer in deleting all pending sample programs from the vitros 5600 system memory. The customer was satisfied with the outcome of the investigation and no further assistance was requested. The vitros 5600 integrated system did not malfunction.

Event description:
A customer reported that a discordant patient report was obtained when compared to the information displayed at the lis (laboratory information system). Assay results were generated for the sample ID (sid) when the assays were not ordered and were associated with the incorrect patient name. The customer identified the discrepancy and no mis-associated results were reported out of the laboratory. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).